Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the smart cable was manipulated. In addition, a bulge in the cable was noted near the hdmi connector. Since there are no repairs available for the spectrum smart cable and the customer received a replacement smart cable the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent, the image would go out when the smart cable was bent or moved. A second glidescope avl system was prepared in less than one (1) minute and was used to complete the procedure. No harm to patient or user was reported.